Event description:
Boston scientific= gold probe used for cautery was deployed in a patient's airway during bronchoscopy procedure to control bleeding. When probe was removed from the bronchoscope we became aware the tip was missing from the instrument. Physician immediately went back to the area where it was used last. Visualized the broken tip and retrieved it intact with suction through the scope thus removing it from the patient's airway with no harm or lasting effects to the patient.